Event description:
A customer reported a potential issue with the cartridge fill gauge in her t:slim x2 pump, noting that the pump indicated it was empty while approximately 30 units of insulin remained. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.